Event description:
It was reported that cartridge slid out more easily than normal. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no corrective actions were taken, and no additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.